Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3058, serial/lot #: (B)(4), ubd: 28-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had the stimulator removed last year but the doctor didn't get all of the lead removed. Patient wanted to know if she could get an MRI. Explained it is not recommended with part of the system left in the body. Patient got upset and hung up.